Event description:
Joint effusion in both knees [joint effusion], right knee warm [joint warmth], right knee pain [arthralgia]. Case description; spontaneous report received on (B)(6) 2009 from a physician regarding a (B)(6) male patient, initials not provided, whose relevant medical history included: oa (osteoarthritis), 2 previous courses of synvisc therapy, and 1 previous course of hyalgan therapy. The patient received his most recent injection of synvisc into his left knee on (B)(6) 2009 and into his right knee on (B)(6) 2009. Starting on an unknown date, the patient experienced a joint effusion in his left knee that resolved spontaneously after 24 hours and was not witnessed by the physician. The patient also experienced a joint effusion in his right knee that was larger (described as 2+ intensity); the knee was "slightly" warm with "mild" pain and no fever. As of (B)(6) 2009, the right knee joint effusion remained unresolved after 72 hours but was not aspirated. The physician felt that the knee was improving on its own, but was unsure if he would administer the second synvisc injection on (B)(6) 2009. The physician did not think the reaction was pseudosepsis. He planned to discuss with the patient before choosing a course of therapy. The physician assessed the relationship of the events to synvisc as probable. As of the date of receipt of this report, the patient outcome was not yet recovered. Follow-up information was received from the treating physician (orthopedic surgeon) on 04-jun-2009. The patient's initials were provided (B)(6) as well as his birth date (B)(6). His relevant medical history was updated to include: moderate grade of osteoarthritis, joint narrowing, osteophytes, and previous treatment with euflexxa in the right knee in 2008. He had no prior history of effusion. The patient received the first injection of his most recent course of synvisc therapy (lot number unknown to hcp) into the right knee on (B)(6) 2009 before which no effusion was collected. He received the first injection of his most recent course of synvisc therapy into the left knee on (B)(6) 2009, before which no effusion was collected. He then received the second injection of synvisc into the right knee on (B)(6) 2009. Starting on (B)(6) 2009, the patient experienced the event of joint effusion in both knees, which was moderate in intensity and required treatment of depo-medrol and marcaine on (B)(6) 2009. The physician also collected 2 ml of exudate on (B)(6) 2009, but the fluid was not analyzed. The pt recovered from the joint effusion in both knees on (B)(6) 2009 and the physician assessed the relationship to synvisc as definite. The physician confirmed the events of right knee warm and right knee pain, but did not provide any further details regarding these events. He also reported that there were no possible precipitating events of the symptoms described. As of the date of receipt of this report, the overall patient outcome was unknown.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.